Event description:
Nurse reported customer being hospitalized. The nurse was not willing to put a new reservoir in pump to complete all other testing on pump. Advised nurse to have customer call help line before putting pump on body to complete troubleshooting.